Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received replace battery now alarm. Customer's blood glucose level was unknown at the time of incident. Customer did not received any low battery alert's prior to replace battery now alarm. Customer was advised that the insulin pump need to be replaced. The replacement insulin pump will sent to the customer. Insulin pump will return for analysis.

Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. The power management tool confirmed the unloaded voltage and loaded voltage was within specific range. No power loss alarm, replace battery alert, replace battery now alarm noted during testing or in the device trace download. However, traces of corrosion noted at the battery tube.